Event description:
The consumer reported that she had been having really bad excruciating pain in her abdomen and where her privates were and it radiated into the middle of her body. It seemed like it was shocking and she could not sit down. Her urine was reddish orange. There was no fall or trauma related to this issue. After synching, the patient was on program 2 at 5.8v. When the patient left the hospital, stim was at 4.8v but her symptoms returned and she thought the more the number, the better it would work so she increased on it (B)(6) 2016 but was not able to decrease it. She worked with patient services and was successfully able to lower it to 4.5v. Her vagina was no longer hurting and her middle felt better. The patient planned to see the health care professional (hcp) on (B)(6) 2016. It was noted that the pain started after implant and lasted until (B)(6) 2016. She was doing well until (B)(6) 2016 when it suddenly came back. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient's vagina had been hurting them real bad and the patient thought they should call the manufacturer prior to following up with their healthcare provider (hcp). The patient noted the symptoms had been present for the last month and a half to two months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.